Event description:
Event was reported to caldera medical by an attorney. The pt has suffered pain, inability to sit for long periods of time, inability to climb stairs, and mostly bed ridden. No further info has been provided.